Event description:
It was reported that the programmer would not boot up. The service disk was attempted but the situation did not resolve. The programmer was returned for service. There was no indication that there was any patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer would not boot and the screen remained blank. Software was reloaded and updated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID r2067 radio frequency programmer head. (B)(4).